Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bits and burrs chatter inside the attachment causing noise and vibration, and the bearings were loose. Therefore, the reported condition was confirmed. It was determined that the bearings were worn out and no longer in axial alignment. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that the bits and burrs were chattering inside the attachment device and the bearings were loose. During in-house engineering evaluation, it was observed that the device bits and burr chatter generated noise and vibration, and the bearings were loose. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.